Event description:
It was reported that the pump declared alarm 20 during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, preventing the successful resumption of insulin therapy. As a corrective measure, a replacement pump was arranged, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy until the replacement arrived. The caller was also guided on returning the defective pump using a pre-paid label and acknowledged instructions to put the pump into storage mode before returning it.